Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to increasing pacing lead impedance (1400-1700 ohms) trend. Patient underlying rhythm is chb with junctional escape. When extracting rv lead physician suggested subclavian crush to be the cause of the lead impedance changes. No adverse patient events were reported. Should additional information become available, this file will be updated.